Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240/2367 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1 of 5. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycled the power off and on to press go to start prompt. The tsr explained the alarm and the hp stated that she disconnected to use the rest room and did not press stop to pause therapy. The hp did reconnect and then called baxter. The tsr explained to discard the supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish the nights therapy manually. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). System error 2240 was determined to be caused by the use error of improper disconnection during therapy. The problem is confirmed due to the patient describing their error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.